Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two (2) screws (locking screw dia 5.0 and cannulated cancellous locking screws dia 7.3) loosened and pulled out from the plate postoperatively. They were initially implanted during a revision procedure during which a broken plate (non-synthes) and screws (non-synthes) were removed. Fragments from the original (non-synthes) screws remained in the patient. A new synthes combination of plate and screws was implanted, but began to pull out/loosen post-operatively. An explant procedure for the loosening screws has not yet been scheduled. This report is for one (1) unknown cancellous locking screw. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Date of postoperative screw loosening is unknown. This report is for one (1) unknown cancellous locking screw. The device could be the following part number: part # 213.334 ¿ 5.0mm locking screw self-tapping 34mm. Additional product codes for this report include: ktt. An explant procedure has not been scheduled as of yet. Unknown as specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.